Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿ + pen injector needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that the drug solution did not come out."

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd microfine¿ + pen injector needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that the drug solution did not come out."